Event description:
Reporter stated that 3 of the inform meter's internal contacts are blackened. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.